Event description:
After inflating the balloon, the attempt to deflate the device was unsuccessful. The device was not able to be withdrawn back into the sheath. Attempts made to apply negative pressure to assist in the deflation were unsuccessful. The catheter was rotated in the recommended fashion, but still the balloon would not deflate. In order to deflate the device, the physician cut shaft of the balloon. The balloon was then pulled back through the sheath and removed. No injury to the pt resulted.